Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the failure of the electrical circuit (gpu) board by the user handling because there was dust and terminal corrosion on the gpu board. The followings are possible causes for the failure of the gpu board. - the usage environment of the subject device was more humid than expected, and the gpu board had condensed. - the moisture has entered the inside of the subject device due to the something handling. Olympus stated the appropriate handling of otv-s400 and the counter measures against abnormalities in the instruction manual of otv-s400.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Checked the subject device and found that the reported phenomenon was duplicated when the subject device was turned on due to the failure of the electrical circuit (gpu) board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, it was found that the error e116 which indicated the subject device had malfunction was displayed when the subject device was turned on. There was no report of patient injury associated with the event.